Event description:
It was reported that pump experienced malfunction alarm with malfunction code 8 and a corresponding fault ID, with no notable events occurring beforehand and no indication that the customer¿s blood glucose level exceeded safe limits. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump for insulin delivery, and technical support arranged shipment of replacement in-warranty pump, provided instructions for placing old pump into storage mode, and instructed customer to return problematic pump within 10 days using provided materials and to program pump settings and connect continuous glucose monitor on replacement pump.